Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear the alarm despite a battery change. Customer's blood glucose reading at the time of the call was 113 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump has cracked battery tube threads, reservoir tube lip, minor scratched worn display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.